Manufacturer narrative:
This report is submitted on july 27, 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement. Surgery to replace the magnet has been completed (date not reported).